Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left ventricular lead was dislocated. Subsequently, surgical intervention took place and the physician attempted to replace the lead but was unable to achieve desired placement and capture. As a result, the physician plugged the left ventricular port of the device and opted to use the device as a dual chamber. The condition of the patient was good both pre and post-operative.